Event description:
It was reported that the patient with this inflatable penile prosthesis presented to the physician as the cylinders would not inflate due to fluid loss. During the procedure it was found that the tubing was kinked and preventing the fluid from moving to the cylinders. The device was tested to ensure it was placed correctly and worked properly. No patient complications were reported.